Event description:
It was reported that pump displayed malfunction alarm code and could not be reset, with no notable events occurring before the issue and no backup insulin therapy available at the time. There was no reported impact to the customer¿s blood glucose level. Customer planned to contact healthcare provider regarding backup therapy, and technical support confirmed pump was in warranty, arranged replacement pump shipment, instructed customer to place pump in storage mode before return, and requested return of problematic pump within 10 days using prepaid label, which customer understood and acknowledged.